Event description:
A customer reported his precision glucose meter would not respond during strip insertion. On (B)(6), 2011 at 10:30am the customer was unable to obtain any readings and experienced symptoms of "blurry vision and feeling weak." He self-presented to a doctor, was diagnosed with hyperglycemia and treated with insulin and intravenous saline solution. The customer also reported self-treatment with metformin, "winzapril" and "pradabrog", in addition to soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.